Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual examination with magnification identified that the fiber body had a break. During functional evaluation, the fiber was tested with a helium-neon laser fixture, and the aim beam was confirmed to be visible at the fiber tip. The aim beam was present at the location of the break. No other damages were observed to the fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber connector passed the signature verification fixture test. Based on analysis result and information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported during the procedure the fiber stopped working. A new fiber was used to complete the procedure. Analysis of the returned device identified a fiber body break between the input connector and control knob.